Manufacturer narrative:
Retainer ring: missing. The pump was received with a scratched case, a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a cracked case-corner of belt clip rails near the battery compartment, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does not lock in place due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The crest download was successful. However, the pump was also received with a critical pump error (open book image) alarm, constantly vibrating and the thus download was unsuccessful due to corrosion found on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the vibrator assembly. No moisture damage found on the motor, force sensor, battery tube or keypad assembly noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.